Event description:
The device was explanted and returned to the manufacturer after 25 months implant duration due to infection. Follow up with the hcp revealed the date of onset was 2007. The drug used in the pump is lioresal. The last refill date was approx three months earlier. The reported symptoms were incisional wound opening and pump evisceration. The primary infection site was the pump pocket. Cultures were obtained of the pocket which produced staph growth. The patient was treated with IV antibiotics and total device system explant. The infection reportedly resolved and the patient experienced no drug withdrawal.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is completed.